Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, b5, d1, d2a, d2b, d4, d6a, g4, h4.

Event description:
It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to the FDA and will be un-reported.

Event description:
Patient reported ¿in 2017 I had an allergan prosthesis fitted and there was a contracture, I had a new operation to change the prosthesis plan (subgladular to submuscular) a year later." This record is for the left side. The device has been explanted and replaced.

Manufacturer narrative:
Clarification to d6a. Implant date and d6b. Explant date: only year were reported. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.